Event description:
It was reported that the product heated up during an rif procedure. There were no adverse consequences reported.

Manufacturer narrative:
The device was evaluated by the manufacturer and the complaint was duplicated. The handpiece overheated due to corrosion on the motor. The device was repaired and returned to the customer.